Manufacturer narrative:
Additional information has been provided. The estradiol reagent lot number was 172078.

Event description:
The customer alleged they received questionable estradiol results for one patient on their elecsys 2010. The customer stated the patient had two different samples tested on the 2010 and repeated on a beckman coulter analyzer in another laboratory. The specific date of this event was requested but not provided. The patient's first sample has an initial estradiol result of 737 pg/ml. The repeat result was 280 pg/ml. The patient's second sample had an initial estradiol result of 733 pg/ml. The repeat result was 245 pg/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The estradiol reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. Additional details were requested but not provided. Patient samples were not available for investigation. The calibration results were within range. There were no analyzer alarms at the time of the event.

Manufacturer narrative:
This event occurred in (B)(6).